Event description:
The customer called and reported the insulin pump was exposed to electrostatic discharge. After removing the battery for twenty-four hours, the buttons were no longer consistently responding. Customer's blood glucose was reportedly within normal range. The customer will not be returning the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.